Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. This valve was implanted for over 12 years. The root cause of this event cannot be conclusively determined; however, this event was likely due to progression of disease. There has been no indication or allegation of a device malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately 12 years, was explanted due to severe paravalvular insufficiency secondary to dehiscence. The valve had dehisced from the annulus from the midpoint of the non-coronary annulus to the right-non commissure. The explanted device was replaced with a 23mm trifecta valve. Patient was discharged on pod #5. Per medical records, this case involved a (B)(6) male with a history of bicuspid aortic valve with aortic stenosis s/p avr. History of bilateral carotid stenosis s/p r cea, htn and hld. It was reported that he had some "leakiness" of the valve soon after the operation that was monitored with serial echocardiograms. He presented with severe symptomatic paravalvular aortic insufficiency. Echocardiogram confirmed the insufficiency was paravalvular rather than intravalvular. He underwent a redo avr. Intraoperatively, the valve was inspected and the valve had dehisced from the annulus from the midpoint of the non-coronary annulus to the right non-commissure. It was noted that there was one area of the non-coronary sinus where the aortic tissue had thinned out, where one of the previous valve sutures had dehisced. The valve was removed and sent for pathology. The new valve was implanted in replacement. That valve was seated and sutured into place. There was no areas of paravalvular leak noted. The coronaries were unobstructed. He was weaned from cpb without difficulty. Echocardiogram showed unchanged biventricular function, no paravalvular leak and trace aortic insufficiency. He tolerated the procedure well and was transferred to ICU in stable condition. He was discharged on pod #5.